Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: after the review of logs, several suction alarms #14 & #73 were found during log review. The cause of suction was patient related as patient was on ECMO support and suction alarms were found for pump running above p-1 (p-level). Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient placed on impella cp while chest compressions were performed. The patient had no pulsatility and was cannulated for extracorporeal membrane oxygenation. There was suction present at p2 and the left circumflex was ballooned. The second day of support, a large right ventricle thrombus was found. Care was withdrawn and the patient ultimately expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.